Manufacturer narrative:
(B)(4). Batch #: u94u76. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic gastrectomy, the surgeon noticed, after about 30 minutes of use, the jaws would not close. When the surgeon had grasped the tissue, he closed the closing handle of the instrument but this no longer involved closing the jaws of the instrument, which in fact remained open. At that point he tried again to open the closing handle and close it again but the branches remained open. When the cut button was pressed, it was noticed that the blade would advance with the branches open. The blade was anchored to the lower branch but it was protruding from the upper branch (which was open and disconnected from the blade). The event was delayed 5 minutes while the surgeon replaced the instrument with a new one. The procedure was completed successfully and there were no patient consequences.

Manufacturer narrative:
(B)(4) date sent: 8/27/2021 additional information was requested and the following was obtained: surgeon is a ligasure user who was trying enseal x1 on a partial laparoscopic gastrectomy for gastric cancer. The patient did not have a history of significant previous surgical procedure on the abdomen. Upon entry into the abdomen with the scope, the surgeon noted a vast adhesive syndrome, with filmy, vascularized adhesion from the omentum and the abdominal wall as well with part of the gastric walls. He proceeded to use enseal x1 to perform adhesiolysis using his usual technique, i.e. Using a push and spread technique he would create window in the avascular part of the omentum and then proceed to coagulate the vessels. This activity lasted around 20-30 minutes from the start of the procedure. At a certain point, the surgeon noted that the jaws of the device were not closing when closing the handle of the device and that the blade was exposed, as well as the hinge pin protruding through the little window at the end of the shaft. The surgeon did not report any deviation from his normal technique in performing adhesiolysis. He also mentioned that he is used (he defined it a ¿bad habit¿) to close the handle quite strongly and to keep a significant force on it, even though enseal x1 has a self retaining closing mechanism. This may be due to the fact that ligasure does not have this mechanism, but in any case he said that the force he puts in keeping the handle closed is probably too much also for ligasure.

Manufacturer narrative:
(B)(4). Date sent: 5/24/2021. Additional information was requested and the following was obtained: when did the surgeon first recognized the damaged jaw? What was the surgeon doing just prior to recognized the damage? The surgeon had recently (about 20 min) started a gastrectomy with lymphadenectomy on a patient with many adhesions. At that point he was still in a phase of detachment of adhesions and fat. The clinician observed the malfunction when closing the instrument handle no longer caused the instrument branches to close does the surgeon remember if the instrument came into contact with any metal objects? Did the surgeon close the device on any hard structures (e.g., clips or another instrument such as a grasper)? I did not notice any contact with metal objects or instruments. The procedure had just begun and the clinician had not yet applied clips. At that point in the operation, the clinician had closed and used the instrument exclusively on the patient's fat and adhesions was the instrument removed from the trocar with the jaws in the open position? I did not observe the removal of the instrument from the trocar with jaws in open position. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx137c device was received with upper jaw broken at proximal side. The portion of the broken part was not returned with the complaint. The device was connected to the generator and it was recognized. During the functional test it was observed that the jaws could not close fully. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reach on what could have cause the damage on the upper jaw. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.